Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Event description:
It was reported that the bd alaris smartsite pump infusion set had air bubbles / air in line. The following information was provided by the initial reporter: filter filled with air when priming. Injuries or adverse event: no. Item: 2432-0007, quantity affected: 2ea, serial/lot number: (B)(6).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.